Event description:
It was reported by (B)(6) that while using the universal modular electric/battery double trigger handpiece "the reaming was discontinued first of all during the pushing. By using oscillation the oscillating broke each time the bone is touched." It has further been reported that the surgery has been completed by using another device. There was no report of patient injury or medical intervention associated with this event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.